Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that error 110b for check vent: proximal pressure sensor auto zero failed occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer informed the remote service engineer (rse) that they confirmed the error in the significant log. The customer attempted a replacement with a different data acquisition (da) printed circuit board assembly (pcba) and the error still occurred. The customer confirmed that the pin alignment of the da pcba was correct, and the exhalation port was cleared with no obstruction. The rse then advised the customer a replacement of the da pcba or flow sensor assembly was required. The rse provided both part numbers of the da pcba and flow sensor assembly.

Manufacturer narrative:
The customer replaced the flow sensor assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.